Manufacturer narrative:
Eval completed. One opened bl5425 pack from lot v0397 was returned. Visual inspection found the tubing wadded and tangled up inside the pack tray. The cutter tip protector was not returned. The needle was slightly bent less than 5 degree. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter cut intermittently at 5000 c.p.m. The inner needle would not always retract from the port window, blocking it momentarily causing reduced aspiration and poor cutting performance. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported the cutter would not cut, and there was no pt injury. The facility was contacted; however, this is the only info they could provide.